Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. It was observed that the case was offset, as if the screws were loose. The front case was realigned and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure was a misaligned front case.

Event description:
It was reported by the customer that the foam around the display assembly on the device had migrated upwards and was covering the lower part of the display. There were no reports of patient use associated with the reported failure.